Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse stated that the unit was leaking. The fse troubleshot the unit and replaced and greased all o-ring in the high pressure helium regulator. After that, he was as able to bring down the leak, but the unit was still not under acceptable range. The fse went back to the facility and replaced the high pressure helium regulator along with the high pressure port connection and the low pressure port connection. The fse then reassembled the unit and was able to maintain an acceptable range during leak test. The fse performed all calibration functional and safety test as per factory specifications. The unit passed al tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.